Manufacturer narrative:
A possible root cause was determined. The connections from the fluidics system wash/ waste bottle were disconnected. The ocd fe reconnected the proper components to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported, that the probe on the ortho provue analyzer dripped fluid into the dilution cup. The customer indicated that the dilution cup overflowed. Information was not provided regarding test performed, possible error codes/result condition codes posted as a result of this incident. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Carryover, crosscontamination or erroneous test results were reported as a result of this incident.